Manufacturer narrative:
E.1 initial reporter facility name: (B)(6). A review of the complaint history for sn: (B)(6) was performed in salesforce in which it has been identified that a complaint with the same failure mode was reported for this serial number. Case: (B)(4) - medes drawer failure - southa. Case: (B)(4) - drawer 7.1 and 7.2 keep failing. A review of the device history record (DHR) for serial number: (B)(6), covering the manufacturing period beginning on 06-may-2021 to the present date, was conducted. The review confirmed that no manufacturing nonconformance's or production-related failures were identified that correlate with the customer-reported issue. The reported condition of "drawer failure" was confirmed during fse testing and subsequently confirmed in the dchu testing process. The device was initially evaluated by the field service engineer (fse) according to work order: (B)(4), the fse reported that after troubleshooting and running diagnostics found that the retractor bands needed to be replaced on drawer 4,1,4-2 and also found that the controller boards needed to be replaced on the drawer and rebooted and reconfigured the drawer on the station. Customer tested and performed inventory successfully with no issues. During dchu visual inspection: p/n: 353844-01: both parts were received with copper strands in contact with adjacent strands. P/n: 151622-01: both parts showed no signs of physical damage, fluid ingress, loose or missing components. P/n: 151630-01: showed no signs of physical damage, fluid ingress, loose or missing components. During dchu testing: p/n: 353844-01: the testing from dchu was not required due to the thermal damage observed on copper strands during the visual inspection. P/n: 151622-01: both parts passed successfully the dmm and hta testing with no anomalies or intermittency observed. P/n: 151630-01: passed successfully the dmm and hta testing with no anomalies or intermittency observed. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of "drawer failure" was due to cross continuity between adjacent copper strands of the "assy retractor dwr hh cubie" (p/n: 353844-01) which led to the observed thermal damage and ultimately compromised the drawer functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed, which located on southa. As per part investigation, it was determined that there was cross continuity between adjacent copper strands of the assy retractor dwr hh cubie which led to the observed thermal damage. There were no adverse events or injuries reported based on this event.